Event description:
It was reported that shaft break occurred. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. During introduction of the device to the patient, it was noted that the shaft of the device broke near the middle of the shaft. The device did not enter the patient's body. The procedure was completed using a non bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 15mm x 2.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. During introduction of the device to the patient, it was noted that the shaft of the device broke near the middle of the shaft. The device did not enter the patient's body. The procedure was completed using a non bsc balloon catheter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the wire lumen. The balloon was tightly folded. The hypotube shaft was completely separated 52.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous kinks throughout the hypotube. There was no visible damage or irregularities on the outer and inner shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).